Event description:
It was reported that due to an increased number of cystoid macular edema cases in the last three years after implantation of the tecnis intraocular lens model zcb00, the physician believes it is attributed to the intraocular lens (iol). It was stated that the lens remains implanted at the time of the report. There was no medical or surgical intervention reported as a result of the macular edema. The date of the event and implant date are unknown. The serial number was not provided, therefore the manufacturing date and expiration date are unknown.

Manufacturer narrative:
(B)(6). The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.